Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device became unsterile. A16x3.50mm promus premier stent was selected for use. However, during unpacking, the device was caught with the packaging and was dropped. The procedure was completed with a 3.5x16mm promus premier stent. No patient complications were reported.